Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 303 mg/dl, 364 mg/dl, 106 mg/dl and 144 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors or observed during control solution testing. It should be noted, the readings reported by the customer were found in the meter¿s internal memory, but only three were within the ten min time frame and they were obtained on (B)(6). The last result reported (144 mg/dl) was obtained on (B)(6).